Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) displayed a power on reset (por) when interrogated. The por was cleared and the device currently remains in use. A device changeout is scheduled. No patient complications have been reported as a result of this event.